Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the axial direction of the was sheath was adjusted it became kinked. The closure device was deployed but due to the complex laa anatomy of the patient, parameters for implantation were not ideal. The closure device was resheathed and removed from the patient. Owing to the complicated anatomy of the patient, the procedure was concluded without implantation of a closure device. No patient complications were reported.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the axial direction of the was sheath was adjusted it became kinked. The closure device was deployed but due to the complex laa anatomy of the patient, parameters for implantation were not ideal. The closure device was resheathed and removed from the patient. Owing to the complicated anatomy of the patient, the procedure was concluded without implantation of a closure device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system (was) with the dilator outside of the sheath. The hub, sheath, and tip were visually and microscopically inspected. Inspection revealed the sheath had numerous kinks. Damage to the tip of the device included the tip to be in an oval shape and polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delamination from the inner sheath wall. Product analysis confirmed the reported event of a sheath kink.